Manufacturer narrative:
Detailed product or facility information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st elevation. During a pulsed field ablation (pfa) procedure a faradrive steerable sheath was selected for use. During a procedure, st elevation was observed and suspected to be caused by an air embolism related to the faradrive sheath. This occurred after a brockenbrough puncture and left atrium (la) mapping. When attempting to initiate ablation with a farawave catheter, st elevation reappeared. Coronary angiography was performed twice, and nitroglycerin was administered, leading to vascular improvement and resolution of the st changes. The procedure was then successfully completed. The physician assessed the health risk as non-serious (moderate/minor), and no extended hospitalization was required. No abnormalities were observed prior to product use.